Manufacturer narrative:
Additional reporter: (B)(6). Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review.

Event description:
Event occurred regarding 6.5" (17 cm) appx 1.2 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 2 check valves, 3 clamps, rotating luer where it was reported that the aads line and 3-way connector were found to be leaking. There was patient involvement, but no adverse event reported.